Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR. It was reported that low sensing values and an increased pacing threshold were detected via home monitoring. A dislodgement of the lead was confirmed. The patient was admitted to the hospital, and the lead was repositioned. Biotronik does not have the exact implantation date. The implantation time is estimated to about 4 weeks. No worsening of the patient&#62688;state of health was reported.